Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was inspected and found to have a damaged rail causing the failure. The field service engineer troubleshot an issue with a drawer that was getting stuck and identified that the rail was damaged. The rail was replaced, and the drawer was verified to be functioning correctly. Testing was performed in (B)(6), and all operations worked as expected. Additionally, preventative maintenance was completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer was failed to close and was jammed. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.